Manufacturer narrative:
(B)(4). Date sent: 2/15/2018; batch # unk. Attempts have been made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information was requested and the following was obtained: did the device cut? N/a. If the device cut/fired, was the cut line complete? N/a. Did the device staple? Misfired. The anastomosis was hand sutured. If the device stapled/fired, was the staple line complete? No, the staple line was not complete. If the device stapled, was the shape of the staples (b-formation, irregular, unformed)? Were there any patient consequences as a result of the event? If yes, please describe. No patient consequences as a result of the event. (B)(4).

Event description:
See facility medwatch.